Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system that the system surged forward due to a faulty drive. The site had not reported any drive errors, but this was a serious error in the driving. Surging forward and to the right, meaning the left-hand strain gauge and motor where active. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4); product ID: (B)(4), h3) the manufacturer representative went to the site to test the imaging system. They replaced the control board and the left-hand strain gauge, the strain gauge cable was found to have a crease where it was folded with too much force during original building. G04018 is for the strain gauge cable (B)(4) g04035 is for the controller (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000221, serial/lot #: (B)(6) rev. J and product ID: bi71000463, serial/lot #: (B)(6) rev. 1 h2-3) the motion control was returned to the manufacturer for evaluation. After functional testing, performance testing, and visual/ physical examination, the reported issue was confirmed. The results of the analysis concluded that the motion control had electrical failure as the voltage measured was drifting. Codes: b01, c02, d02 h2-3) the strain gauge was returned to the manufacturer for evaluation. After functional testing, performance testing, and visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded that no failure was found. Codes: b01, c19, d14 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.